Manufacturer narrative:
(B)(4). Batch # m92a33. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that the blade tip was broken before procedure. There was no patient consequence reported. No additional information can be provided.